Event description:
Patient dislocated 2 weeks post surgery and recently dislocated again. Brought to surgery liner removed and proximal body of restoration mod removed for access to pelvis. Constrained liner placed without difficulty and new proximal body placed in femur without incident.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.